Event description:
The customer reported false positive reactions of two samples with biotestcell 3 in the tube technique. The customer reported that she yielded the positive reactions in the immediate spin (is) and 37 °c method. She evaluated the positive reactions under the microscope and saw rouleaux formation. The customer had neither returned the samples which had caused false positive test results nor the supposedly defective product. Therefore, our quality control laboratory tested the retained sample of biotestcell 3 with different positive and negative controls and samples in the 3-phase tube technique (immediate spin (is), 37 °c and indirect antihumanglobulin test (iat)). All reactions were correct. We did not observe any false positive reactions. The negative reactions were also evaluated under the microscope. We did not observe any rouleaux formation. Usually rouleaux formation or pseudoagglutination is only seen microscopically. It is mostly a sample specific phenomenon produced by abnormal serum protein concentrations. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.